Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were returned; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: unable to confirm the customer experience as actual sample was not returned. Root cause description: the reported defect cannot be confirmed as actual sample was not returned for evaluation. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is returned. Rationale: actual samples not returned for evaluation. Root cause could not be determined. The complaint will be tracked and monitored.

Event description:
It was reported that the bd eclipse¿ needle's safety cap broke when engaged during use. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the flip cap (safety) is breaking when they engage." "How many safety locks were witnesses breaking off? Three."